Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. Unit passed dat at 0.0873 inches. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, stuck key alarms were found in the history file/traces on (B)(6) 2025 10:52:51.000 and (B)(6) 2025 15:24:58.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked case (battery tube), cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (faded and stained) and scratched case. Stuck button alarm not confirmed during testing, however, stuck button alarms were found in the history file. Cosmetic damage was confirmed at the battery tube side. Exposed to moisture confirmed on pcba 1, pcba 2 and force sensor. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at the insertion site. The customer also reported a stuck button alarm and the insulin pump had a crack on the battery tube side. Blood glucose value at the time of event was 230 mg/dl. The customer was treated for hyperglycemia with manual injection. The event involved product(s) mmt-1880l, mmt-7020la, unomedical, mmt-332a. Troubleshooting was performed for high blood glucose event and the customer was advised to consider changing insulin, reservoir and infusion set. Troubleshooting was performed for site issues and the customer was advised to monitor blood glucose values and call back as needed. Troubleshooting was performed for the cosmetic damage and stuck button alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. No product return is required for mmt-7020la. No product return is required for unomedical. No product return is required for mmt-332a.